Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the universal serial bus (usb) flash drive kit and reinstalled the options key. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that due to a malfunction of a 980 ventilator the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.